Event description:
Insertion of gastrostomy tube done (B)(6) 2012. On (B)(6) 2012, pt returned to the gi lab reporting that the tube had fallen out on (B)(6) 2012. Per the surgeon, the valve on the g tube was dislodged.